Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield (ff) oversensing. Technical services (ts) indicated the need for blanking adjustment to avoid ff r wave oversensing. This crt-d remains in service. No adverse patient effects were reported.